Event description:
It was reported that the patient developed a suspected infection at the pod¿s insertion site (leg) while wearing the device between approximately 49 and 71 hours of use. The patient reported progressively rising blood glucose levels reaching 19 mmol/l (342 mg/dl) after it was bumped on day two of wear. Upon pod removal on (B)(6) 2026, the infusion site was reported to be sore and red, with fluid observed at the cannula area. The patient sought medical assistance on (B)(6) 2026 during a general practitioner visit. No specific diagnosis was provided; however, a possible local infection was suspected, and the patient was advised to avoid the affected pod site. The patient was treated with oral antibiotics (flucloxacillin 500 mg) prescribed for 7 days. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and prescription. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.